Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no anomalies found. It was noted the upper and lower bullets were missing and errors were found in the programmer software history. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.

Event description:
It was reported that there was a discrepancy between information on the screen of the programmer and the manual recommendations for pacemaker patients undergoing a MRI scan. This was observed when the programmer was set to the (B)(6) language. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).